Event description:
Related manufacturer report number: 1627487-2022-02011. It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. No further information is available at this time.

Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Additional information received reports that the eri message was cleared. The patient's device is providing therapy.

Manufacturer narrative:
A false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.